Manufacturer narrative:
Investigation found that the needle of the CT-2030 as measured was below the specification. The glue joint which bonds the internal hub assembly to the nose hub did not hold the internal hub assembly in place. This allowed the needle to move back into the handle which accounts for the short measurement. No other confirmed reports of this nature were found in the past year for this product line. Valleylab considers this an isolated occurrence. The CT-type is no longer manufactured. The cool-tip handsets have been redesigned. The CT-type has now been replaced with the act-type, which by design will prevent this type of occurrence.

Event description:
The report states, that when opening the package during preparation for a radio frequency ablation surgery, the doctor noticed that the needle length was shorter than indicated on the label. On 04/09/2007, valleylab's investigation determined the length was out of specification. Clinical review found that this length if used with a metal cannula, which would be an atypical procedure, has the potential to cause an unintended surgical effect.